Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "axillary silicone migration".

Event description:
Patient reported side unspecified rupture and "axillary silicone migration". The device remains implanted.